Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing charging supplies, and the pump began charging again, requiring no further assistance.